Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4): no product has been requested to be retu.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.

Event description:
On (B)(6) 2013, it was reported that the patient had been in the hospital on (B)(6) 2013 with a blood glucose level over 500 mg/dl. The patient's normal range is 100-130 mg/dl. Before the patient went to the hospital he was dizzy, felt sick, and couldn't get up. Emt's arrived and treated him with an IV of antibiotics to treat his pneumonia and gave him injections of insulin. While in the hospital the patient's blood glucose levels never dropped below 200 mg/dl. Once he returned home, on (B)(6) 2013, and resumed using the infusion device his blood glucose levels returned to normal. No product was requested to be returned for evaluation.